Event description:
It was reported that the ventilator malfunctioned. Patient involvement or harm is unknown. (B)(4).

Manufacturer narrative:
No service was requested and no parts have been returned for investigation. No ventilator logs were provided.since no parts or logs were provided, the root cause of the reported malfunction has not been determined.

Event description:
Manufacturer's ref #: 240823.